Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional information has been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
The reporter provided a photo showing a discolored, uneven colored wound dressing. The issue occurs on the entire dressing. The product was not used.